Event description:
It was reported that an atrial lead warning switched to unipolar. The bipolar was below 200 ohms 261 times prior to switch to unipolar. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.